Event description:
It was reported that during device check one day post-implant, atrial sensing had dropped and there was minimal atrial capture. The atrial lead dislodgement was confirmed with chest x-ray. Patient was asymptomatic. The lead was successfully repositioned. The patient was stable post-procedure, and will continue to be monitored.